Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced loss of consciousness due to low blood glucose (bg) level of 37mg/dl. Emergency medical technicians assisted the customer in treating bg level with an injection and intravenous fluids of unknown substance. Reportedly, the customer suspected that the sound and vibration functions were not performing as expected. Tandem technical support reviewed pump data and determined that the sound and vibration settings were performing as expected. The customer updated sound and vibration settings to resolve the issue.